Event description:
During surgery, the plastic packaging was found to be stuck to the implant. The surgery was delayed approx 15 -20 minutes to clean the implant.

Manufacturer narrative:
The reported problem was confirmed. The investigation has not conclusively identified the root cause at this time. Repetitive testing could not duplicate the problem. The investigation is ongoing. A possibly related corrective action was implemented on 2/24/09. All femurs packaged in warsaw were changed from an inner ldpe bag to polyurethane (pu) bag or to no poly bag. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.